Manufacturer narrative:
This is the same event as 3010536692-2016-00124.

Event description:
Allegedly, patient was revised due to mom complications.

Event description:
Additional information 4/8/2016. Allegedly patient was revised due to mom complications: metal debris; metal reaction; elevated metal ion levels; soft tissue necrosis; loose acetabular; osteolysis. Added hospital, lot number, implant/explant date.

Manufacturer narrative:
Received additional patient and product information.